Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was unpacked to be used in the descending colon for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Prior to the procedure, the nurse tried to inflate the balloon and noticed that it would not expand. Upon further inspection, it was noted that the balloon had a small hole and was leaking. The procedure was completed with another cre pro wireguided dilation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event.